Event description:
Applied medical direct drive disposable laparoscopic clip applier would not apply clips. A subsequent device was opened and utilized without problems. Diagnosis or reason for use: laparoscopic cholecystectomy.